Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 the patient underwent l4-5 and l5-s1 transforaminal lumbar interbody fusion and posterolateral fusions with an l3-4 posterolateral fusion; open treatment of l3 fracture; segmental instrumentation l3, l4, l5 and s1; l4-5 and l5-s1 anterior interbody device application; l4 and l5 bilateral revision decompressions. Preoperative diagnosis: pseudoarthrosis and post laminectomy syndrome. Postoperative diagnosis: pseudoarthrosis, post laminectomy syndrome, and l3 fracture. Per-op notes: ¿after removal of broken cross connectors and screws, broken fracture l3 pedicle was cleaned. Then took provisional distraction off the pedicle screws at l4, l5, and performed a thorough discectomy using a 15 blade followed by disc shavers and shapers and downgoing and cross going curettes. After trialing for size, I impacted the appropriate size interbody cage filled with rhbmp-2 into the interbody space with two more rhbmp-2 wrapped around local graft behind that and more graft packet behind that. After trailing for size, I impacted the appropriate sized interbody cage filled with rhbmp-2 into the interbody space with more graft packed behind that and sealed that with duraseal as well. I then decorticated the transverse processes at l4, l5 as well as the sacral ala. I then took more rhbmp-2 wrapped around bone graft and packed this." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.